Manufacturer narrative:
Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No alarms or rewind anomaly noted during test. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked battery tube threads, stained serial number label, stained keypad overlay, cracked keypad overlay, corroded battery tube, cracked case-corner of belt clip rails. The p-cap/reservoir does lock properly. Pump passed required testing and no alarms or rewind anomaly noted during testing. However, cosmetic damage at belt clip rails and battery compartment were confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump had a crack at the back up to the battery and the pump was asking to rewind twice because of an error. The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was partially performed for pump error alarm and later customer declined. The customer was able to clear the alarm successfully and stated that the pump rewind was completed. Troubleshooting was performed for cosmetic damage and damage was at the belt clip then until the battery compartment. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump mmt-1884l was requested and customer response was the device will be returned.